Manufacturer narrative:
Unit passed displacement test, active current measurement, and selftest. Unit received with unexpected battery power loss shown in power graph for different periods of time and had high sleep current, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery with low battery alert issue. Customer reported that hey called back after previously troubleshoot for low battery alarm. Customer mentioned issue of low battery again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.